Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and power cycling without duplicating the report. The device was recertified and returned to the customer. The battery and ac power accessories used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.